Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a peak blood glucose around 300 mg/dl, later measured at 141 mg/dl, and sought guidance on whether a cartridge-only change versus a full supply change was acceptable; the episode was attributed by the user to stress during a family emergency, and troubleshooting guidance advised that while a cartridge-only change is possible, a full supply change is preferred for consistency, which the user agreed to perform. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available, the medical device problem and device component could not be determined due to insufficient information, and the cause could not be established. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.